Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a lead replacement (manufacturer report number 3006705815-2020-31777, 3006705815-2020-31778 ). Physician performed a blood patch and the patient was asymptomatic.